Event description:
It was reported that varying impedances were observed on the lead. High impedance was also observed. The lead remains in use, but will be replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that varying impedances were observed on the lead. High impedance was also observed. The lead remains in use but a revision will be performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed varying resistance/impedance. High voltage b (hvb) and superior vena cava (svc) electrode impedances vary beginning the week of the (B)(6) 2010 at approximately 50 ohms to > 250 ohms beginning the week of (B)(6) 2010. Analysis also noted high resistance/impedance. Hvb and svc impedances rise above 250 ohms beginning the week of (B)(6) 2010 initiating a patient alert for out of tolerance lead impedance on (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.